Event description:
An article titled ¿outcomes of vagal nerve stimulation in a pediatric population: a single center experience¿ was received. The object of this article was to evaluate the efficacy of vns in pediatric patients with medically refractory epilepsy by reviewing the medical records of 252 consecutive patients who underwent vns implantation at a single center over a 5-year period. The abstract stated that adverse events were reported in 40.6% (28 out of 69) patients and that six patients had the vns removed for reasons including lack of efficacy and side effects and were excluded from the study group. The results at six months indicated that 17 of the patients experienced an increased number of seizures compared to baseline. The results at 12 months indicated that 20 patients had an exacerbation in seizure frequency compared to baseline. Sixty-eight patients had an increase in vns current at 6 months and 61 had a further increase at 12 months. There was no significant difference in vns settings, including current, on time or off time between the groups of patients. Of the patients that experienced seizure exacerbation of >=50% from baseline 14 of the patients did not require discontinuation of therapy. This report is to capture one patient who experienced an increase in seizures. At this time no further information is available.